Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with a malfunction of select button of keypad at channel c was inoperative was confirmed by baxter personnel during product evaluation. The root cause was determined to be fluid ingress on the channel c keypad. The channel c keypad was replaced to correct this condition. A service history review revealed that this device was previously serviced for the reported condition, however the previous servicing didn't contribute to the reported problem because the assignable root cause was found to be fluid ingress on keypad flex cable.a device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Correction: information erroneously omitted from initial medwatch: baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of "select button of keypad at channel c was inoperative before use of the device." This event had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.48.92. No additional information is available.